Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit alarm and was not able to clear. She changed the battery 3 times within the same day and the battery keeps alarming customer's blood glucose was 202 mg/dl. After troubleshooting, customer was advised if this alarm occurs during normal use, it may indicate a loose battery cap. She was advised that a replacement battery cap will be sent to her. The product will not be returned for analysis.